Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An adverse event was reported under (B)(6) clinical study ((B)(6)) with the following information: it was reported that a patient participating in this study had a cerebrospinal fluid (csf) leak from previous spinal surgery. Patient returned to operating room on (B)(6) 2020 to repair spinal csf leak and was given medication (dexamethasone). See additional details of the adverse event as follows: device information: cat#/product code# (durs1391). Surgery date: on (B)(6) 2020. Date of discharge: on (B)(6) 2020. Patient diagnosis: multilevel lumbar degenerative disease. Surgical region: spinal. Surgical procedure: 4 - laminectomy (lumbar). Adverse event: ae term: cerebrospinal fluid leak. Adverse event onset or start date: on (B)(6) 2020. Did the ae result in an initial or prolonged hospitalization: yes (admission date: on (B)(6) 2020, discharge date: on (B)(6) 2020). Did the ae require intervention to prevent permanent impairment or damage?: yes. Details of intervention: patient returned to operating room on (B)(6) 2020 to repair spinal csf leak and was given medication (dexamethasone). Outcome: resolved without sequelae. Adverse event resolution/end date: on (B)(6) 2020.

Manufacturer narrative:
Duragen suturable dural regeneration (durs1391) was not returned for evaluation (unit was used and thus cannot be returned for evaluation) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. The IFU addresses possible complications such as leaks, which states that "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.